Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device was programmed to run 44hrs @ 102ml volume, both times patient have not received full dose, only received 25ml. Cassette is still three quarters full, but pump recognizes it as done. Customer has aggressive cancer and is having symptoms of condition worsen due to the event.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: no product was returned for visual or functional evaluation. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: d1: correction: brand name: updated.

Manufacturer narrative:
Other text: b5: additional information received on (B)(6) 2022 via email and attached to complaint object: delayed chemotherapy.